Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x3.0mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified vessel. After a guidewire was advanced to cross the lesion, predilation was performed with a 2.0 x 15mm balloon catheter. Subsequently, a 2.75x24mm promus element¿ plus stent was unpacked for use. However, it was noted that the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.